Event description:
Had essure implanted 2011. Beginning this (B)(6) 2018 began getting pelvic pain left side and lower sacrum pain that went down leg, stomach issues and left labia pain. Saw multiple specialist but no one could tell me what was wrong. Had MRI, xrays and ultrasounds. Was prescribed meds but nothing helped so stopped all off those.